Event description:
It was reported that the port leaked post op a gastric band implant. It remains implanted at this time. The patient is doing well at this time.

Manufacturer narrative:
Date sent: 09/25/2009. Device was not returned for evaluation. Device remains implanted.